Manufacturer narrative:
The reported filter leak was not confirmed by the investigation. No product samples were returned for investigation. A picture was provided by the customer showing the filter of the device in use; however, the reported leak cannot be confirmed from the provided pictures. A device history review (DHR) was performed and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unknown date, the device leaked during a patient infusion of an unknown chemotherapy medication. There was no patient harm reported. No additional information is known at this time.